Event description:
Consumer indicated 3 out of the 9 tampons she used fell apart. She was able to remove the remaining pieces on her own each time. Also, the applicator separated prior to insertion for 4 of the tampons.

Manufacturer narrative:
Device history record in review. Consumer did not return product for eval.